Event description:
Information was received from a health care provider (hcp) via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator (ins) for parkinson¿s dual and movement disorders. It was reported that impedances were greater than 40,000 ohms on all electrode pairs with contact 2. The patient had several falls, which was thought to have caused the issue, but it was not known exactly when the patient fell. There was no change in the therapy as contact 2 was not used in programming. The patient was not experiencing any burning or shocking according to the hcp. No medical symptoms were reported. No further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the hcp indicating the cause of the high impedances was unknown. There were no actions taken to resolve the high impedances, as they were on electrodes that were not being used. The high impedances were resolved.